Event description:
There have been many "strange" side effects since I received my spinal cord stimulator in 2010. I have had everything from swelling of all joints to grand mal seizures. I do not know for a fact that my scs caused all of these events, but there are too many to list. I am going to attempt to list them now: burning of skin where the device is under my skin. Charging never completes and taking longer than two hours nightly. Grand mal seizures. Hospitalization for breathing issues. Swelling of knees, ankles, and hips. Failure to move my legs on my own unassisted. Problems in sitting. Insomnia. Dates of use: (B)(6) 2010-(B)(6) 2013.